Event description:
It was reported that a catheter connector leaked 'terribly' because 'the implanting was attempting to connect it' to another catheter. It is unclear what exactly was meant by that. It was noted that this occurred 'probably at least 18 months ago' prior to the initial date of this report. No additional information was provided.

Manufacturer narrative:
(B)(4).